Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or mandrel. The device was stored, handled and prepped according to the IFU. There was no difficulty experienced when prepping the device and no anomalies noted prior to inserting the device into the patient. The target lesion was the posterior tibial artery. The lesion was calcified. The complaint device was inserted and delivered to the lesion and inflated. However at approximately 10atm the balloon ruptured. The device was easily removed in one piece from the patient. The device used for inflation used was successfully used with other devices. The device was inserted into the patient once and was inflated once or twice. The device did not kink during use. Another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or mandrel. The device was stored, handled and prepped according to the IFU. There was no difficulty experienced when prepping the device and no anomalies noted prior to inserting the device into the patient. The target lesion was the posterior tibial artery. The lesion was calcified. The complaint device was inserted and delivered to the lesion and inflated. However at approximately 10atm, the balloon ruptured. The device was easily removed in one piece from the patient. The device used for inflation used was successfully used with other devices. The device was inserted into the patient once and was inflated once or twice. The device did not kink during use. Another device was used to complete the procedure. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The returned sample arrived back containing red/brown substance throughout the outer. No internal or external packing was returned. The hub was printed as expected and no visual defects were observed. It was noted that there was a deep impression on the shaft approx. 1200mm from the strain relief. No visual defects were noted on the outer. There was red/brown substance noted in the outer. No visual defected were noted on the inner. There was evidence of a longitudinal rupture on the balloon. The rupture began at the proximal cone to the centre of the balloon. The total length of rupture was approx. 8mm. There was also evidence of clear crystallised substance still present in the balloon. No visual defects were noted on the distal tip. No functional examination was carried out on the device as the visual examination already confirmed a longitudinal rupture of the balloon. The evaluation of the returned device has confirmed the balloon rupture (longitudinal) failure mode reported. Based upon the available information a definitive root cause cannot be determined. It is unknown if patient factors (calcified lesion), handling or procedural techniques were contributory factors in the reported event. Based on analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).